Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.